Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unknown, "prosthesis was broken" with "bleeding gel", and adjacent calcifications. The manufacturer of the device is unknown. The device has been explanted.